Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: ((B)(6)) 244-22-09 - optetrak hi-flex tibial insert, sz 2, 9mm. ((B)(6)) 200-02-32 - three peg patella 32mm. ((B)(6)) 244-02-02 - optetrak asy hi-flex ps cem fem, sz 2, left. ((B)(6)) 204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t.

Event description:
As reported, the patient stated their knee replacement was loose and was removed. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b, g. The reason for the revision cannot be confirmed from the information provided but may be the result of loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.